Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Traces of blood were evident on the cannula handle, shaft, c-ring and harvesting tool handle. It was observed that traces of blood and charred tissues were on the jaws. Microscopic inspection showed thread like thin white strips on the jaws, which appears to be shavings from the cannula lumen tunnel. The heater wire was also observed to be slightly flexed in the middle but remained attached to the tip and base of the hot jaw. The silicone boot insulation appeared intact. No other visual defects were observed. Based on the condition of the device as returned and the evaluation results, the reported failure peeled was confirmed. The analyzed failure material twisted/bent was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed some white shavings coming off of the device. None of the shavings fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed some white shavings coming off of the device. None of the shavings fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.